Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg will not communicate with external devices, and the patient's programmer displays an error code. As a result,t he patient lost scs system stimulation on (B)(6) 2014. An sjm representative met with the patient and confirmed the ipg is inoperable. Surgical intervention may take place at a later date to address the issue.